Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. No further information will be provided. No product available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2021 and a reservoir was used. In the ward/ICU, reservoir was swollen. The reservoir was placed in a locked state, but when it was checked in the next morning, it was swollen. There was almost no waste fluid in the reservoir. Since the product has already been discarded, it is unknown whether there was air leak. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.